Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to usb connector damage. Functional tests were performed and passed and all relevant testing. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was downloaded. An unexpected receiver shutdown was not found within the investigation window. The allegation was not confirmed. However, an error icon was found in connection to the reported allegation. The probable cause of the error icon could not be determined. No injury or medical intervention was reported.